Event description:
It was reported that the patients ipg would not stay charged long due to migration. It was also reported that the patient was not receiving adequate coverage. The patient underwent a revision procedure wherein the pocket site was relocated, and two more leads were added. The patient was doing well postoperatively.